Event description:
The customer reported to olympus, the re evis lucera gastrointestinal videoscope had poor air/water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. (Documented here in it¿s entirety due to character limitations in respective field). The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The device evaluation found that, due to clogging of the nozzle, no air or water was fed. Due to wear on the angle wire, the bending angle in the up direction did not meet the standard value. The suction connector had a scratch. The grip had a scratch. The protector of the universal cord on the control section side had a scratch. The protector of the universal cord on the suction connector side had a scratch. The universal cord had a scratch. The switch box had a scratch. The suction cover has a scratch. The forceps elevator lock engagement lever had a scratch. The forceps elevator knob had a scratch. The up/down knob had a scratch. The right and left knobs had scratches. The control unit had discoloration. The control unit had a scratch. The image guide protector had a chip. The adhesive on the bending section cover had a chip. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The plastic distal end cover had a scratch. The connecting tube had a scratch. The investigation is ongoing. Investigation. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilizing process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It was unclear if the customer had any idea about the nature of the foreign material. There was no delay in the start of the prewash by the customer. The customer had flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did not know if the endoscope was immersed in the detergent solution. The scope air and water nozzles were wiped and brushed with gauze, a brush, and a sponge. The customer sent liquid to the air and water nozzles and flushed them with the detergent solution. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device, and a similar complaint, conclusion: the root cause of the foreign matter remaining in the equipment could not be identified, and the foreign matter could not be identified. The event can be detected and prevented according to the following ifus: operation manual evis lucera gif/cf/pcf type 260 series operation chapter 3: preparation and inspection describes the detection method. Operation manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.